Manufacturer narrative:
This report is being supplemented to provide additional information, based on the legal manufacturer's final investigation. A review of the device history record found no deviations, that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified. The event likely occurred, due to a defective high-intensity motor or a defective turret motor. Olympus will continue to monitor field performance for this device.

Event description:
An olympus representative reported to olympus on behalf of the customer that occasionally the front panel flashes on the visera pro xenon light source during inspection for use. The intended procedure was completed with the same equipment by turning the power off and back on again. There were no reports of patient harm or impact associated with the reported event.

Manufacturer narrative:
The device was returned to olympus for evaluation, and the customer's allegation was confirmed and found to be due to turret motor fatigue and the front panel blinks due to high brightness motor fatigue. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.